Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged 1192-090 serial/batch number (B)(6), was received for investigation. Visual inspection noted signs of damage along the device's threads. Additionally, the compression sleeve was returned intact. Functional testing was not performed due to the nicks noticed along the returned device. The most likely cause of the reported failure is user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 01/07/2025, it was reported by a sales representative via email that an 1192-090 left lag screw would not advance through the nail and was spinning instead. The surgeon tried multiple times to redrill and reinsert the screw without success and deemed it not functional. No pieces broke off inside the patient. The surgeon proceeded to implant a standard right-threaded lag screw which was implanted successfully. This was discovered during a hip fracture procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested. Additional information received on 1/20/2025: the case was completed using a 1099-090 telescoping lag screw. The case was not delayed, and additional anesthesia was not needed. The patient was not harmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.